Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the power issue with the meter started in (B)(6) 2015. The patient manages his diabetes with a combination of medications including insulin and metformin tablets. He denied making any changes to his usual dose of usual diabetes management routine after the start of the alleged issue. He reported that a "couple of days" or "3 or 4 days" after the start of the issue, he developed symptoms of "heavy urination, restless [and] kidneys hurt". He denied receiving any treatment for his symptoms. At the time of troubleshooting, the cca noted that the meter was not being used for the first time and there was no misuse of the product. The meter did not power on with a button press. The cca established that the patient was using the correct test strips; however, the meter did not turn on when a test strip was inserted per owner's manual. Based on the information provided, the battery did not need to be replaced. The issue was not resolved with training. A replacement meter was sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hyperglycemia after the alleged power issue began.